Manufacturer narrative:
H6: evaluation codes: a device history records review was conducted to assure the valve met standard manufacturing requirements. Results - the device history records review confirmed the device met all material, dimensional and performance requirments at the time of manufacture and release. Conclusions: the valve leaflets became impinged by pannus tissue overgrowth leading to valve thrombosis.

Event description:
Carbomedics rec'd a report of a carbomedics prosthetic heart valve that had been explanted in 05/2004 due to pannus entrapment. It had been implanted approx five years and was replaced with a biological valve.